Event description:
Caller states, the lancet does not retract into the multiclix lancet device. No adverse event reported. Requested return of suspect device and replacement was sent. No info provided for where issue was discovered.

Manufacturer narrative:
Suspect device: multiclix lancet device.